Event description:
It was reported that during a vertebrobasilar artery aneurysm procedure, significant resistance was encountered during the advancement of the subject stent into and through the microcatheter, and despite multiple attempts, the subject stent could not be smoothly advanced forward. The physician then prepared to withdraw the subject stent. After retracting the delivery wire, no stent was found upon inspection. Subsequent examination under fluoroscopy revealed that the subject stent had been deployed at the proximal end of the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a vertebrobasilar artery aneurysm procedure, significant resistance was encountered during the advancement of the subject stent into and through the microcatheter, and despite multiple attempts, the subject stent could not be smoothly advanced forward. The physician then prepared to withdraw the subject stent. After retracting the delivery wire, no stent was found upon inspection. Subsequent examination under fluoroscopy revealed that the subject stent had been deployed at the proximal end of the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned roughly 2cm from the hub of catheter shaft. The stent delivery wire sdw was noted to be kinked towards the proximal end. The catheter shaft was cut to release the stent. The stent was seen to be deformed on both sides. All 6 markers were accounted for. The introducer sheath was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during device analysis. The remaining as reported events 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after successfully delivering the microcatheter to the target position, the physician inspected the atlas stent, which was confirmed to be intact. After thorough rinsing, the stent was delivered through the microcatheter. However, significant resistance was encountered during the advancement of the stent into the microcatheter, and despite multiple attempts, the stent could not be smoothly advanced forward. The physician then prepared to withdraw the stent. After retracting the delivery wire, no stent was found upon inspection. Subsequent examination under fluoroscopy revealed that the stent had been deployed at the proximal end of the microcatheter'. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Once removed, the stent was noted to be deformed at both the proximal (closed cell) and distal (open cell) ends. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be significantly kinked/bent towards the proximal end of the wire. If the rotating hemostatic valve rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action the distal bumper of the sdw can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint the as reported stent difficult/unable to transfer, stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as the as analyzed sdw kinked/bent, stent deformed and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.